Event description:
It was reported that the patient underwent a posterior transforaminal lumbar interbody fusion, pedicle instrumentation, transverse process posterior fusion, and cage instrumentation at l5-s1 with rhbmp-2/acs and allograft bone. The patient's post-operative period was allegedly marked by severe painful and debilitating complications. The patient reportedly developed uncontrolled bone growth onto or around the spinal cord or the spinal nerves, compressing the spinal nerves causing extreme and debilitating pain in the legs and back.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.